Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" on the autopulse platform (sn (B)(4)) was confirmed during power on and data archive review. It was determined that the reported complaint was due to a defective processor board. To remedy the issue, the processor board was replaced. The ap platform was tested and passed all functional tests and it is ready for clinical use. During visual inspection, no physical damage observed. The autopulse platform is a reusable device and was manufactured in june 2008. The device has been operating over 10 years and has exceeded its expected serviceable life of 5 years. The archive data review indicated system error (latch error 136 - internal parameter corrupted) was observed, thus confirming the reported complaint. The initial functional testing could not be perfomed due to system error (latch error 136 - internal parameter corrupted). Thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse serial number (B)(4). (B)(4) was reported on june 07, 2017 and the processor board was replaced to resolved the issue.

Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during training, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR". User was unable to clear error message. No patient involvement.